Event description:
Surgical equipment arm experienced separation of clamp and bearing fastening which caused entire arm, with monitoring equipment on shelf, to detach. Anesthesiologist caught/deflected by EKG monitor on shelf below. Did not hit or injure pt. Could have disconnected all gasses in column during surgical procedure.